Event description:
A trend of four patients having anastomotic leaks required them to return to the or for repair of the leaks. The same lot number of the circular stapler was used on two of the patients.